Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance (sli) measurements measuring, 129 ohms. In clinic testing was performed and sli measured 99 ohms. Technical services discussed troubleshooting options. The plan is to continue to monitor. At this time, the lead remains in service. No adverse patient effects were reported.